Event description:
It was reported that the non pacer-dependant patient presented to the office after receiving a merlin.net alert for high out of range, pacing lead impedance. Loss of capture and undersensing were noted. The lead was explanted and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.